Event description:
The facility representative reported a flo-gard infusion pump with failure code f-49. It is unknown when this event occurred; however, it was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A service history review revealed no previous service events were related to the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-49 was not confirmed or duplicated by baxter service personnel. Due to this device being returned unrepaired, the root cause of this condition was not determined and no repairs were made to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.